Manufacturer narrative:
Concomitan medical products: product ID 977a260 lot# serial#(B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the leads migrated down. The patient had a lead revision on 2020-07-28. The issues were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member reported that the hcp determined that the leads had shifted down from where they were supposed to be on and had a revision done on july 28th. Caller then stated that the patient had two other appointments, on august 5th and august 12th. Caller stated the manufacturer representative (rep) has been trying to reprogram the patient's device to give the patient adequate pain relief but the patient is still not getting the pain relief she would expect. Caller stated that on august 12th, the rep put the intensity on 9.0 ma and told the patient to leave it there for a month to see if that helps but caller said the patient still is not getting the therapy relief. Caller was redirected to the healthcare provider (hcp).